Manufacturer narrative:
Product ID 3387s-40, lot# v875361, implanted: 2012(B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient¿s wife had noticed swelling on friday prior to the date of this report and notified the healthcare professional. On sunday prior to the date of this report, the patient had gone to the emergency room due to a confirmed infection in the area of the implantable neurostimulator (ins). This was considered a gradual change. The left ins was going to be explanted on the date of this report due to the infection. Additional information indicated the ins and extension was removed. A culture was taken and patient was put on antibiotics. As of (B)(6) 2015 the patient was still on antibiotics and infection had not resolved.